Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2019. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  Phone: (B)(6). It was indicated that the device is not returning for evaluation as it remains implanted in patient eye; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had visual acuity lower than expectations at near vision and halos during post-op visit. The first step surgeon took was to prescribe artificial tears and the near vision nor the quantity of halos did not improve. Surgeon cannot confirm if both the eyes are problematic with halos at this point due to patients comments. Explant is being planned. Visual acuity pre-operative: unknown, visual acuity post-operative: 20/60 near od. No other information provided.